Event description:
It was reported by service report that the brakes do not hold properly. The function test indicates that the brakes are operating; however, a loss of holding force was detected. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake plate kits.